Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for other indications and developed peritonitis within 12 days of hospitalization. The same day as peritonitis diagnosis, the patient was treated with injection vancomycin (1gm, stat, to repeat 72 hrs, intraperitoneal, discontinued) and injection ceftazidime (1gm, stat then once daily, intraperitoneal, discontinued) and tablet fluconazole (150mg, once daily, oral, discontinued) for peritonitis. The patient was discharged twenty-two (22) days after hospital admission. Three days after event diagnosis, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.